Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her initial ins had a wire come loose that went into the generator. No further complications were reported.

Manufacturer narrative:
Product ID neu_unknown, serial# unknown, product type:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did yoga and tore the lead anchors loose. No further complications are anticipated.